Event description:
It was reported that during a coronary stent procedure of a pre dilated circumflex lesion, difficulties crossing the lesion were encountered. Upon removal, it was noted that the proximal end of the stent was flared. The physician was able to complete the procedure with another MFR's stent. No pt injuries or complications were reported.